Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that she feels well and requires no medical attention. The customer's expected blood results are 150mg/dl-160mg/dl fasting. Verified the strips expired 9/30/2017. Customer confirms the strips have been properly stored and were first opened 10/17/2015. Reviewed meter memory 1:343mg/dl (B)(6) 2015 10:44:00 pm fasting:yes, 2:295mg/dl (B)(6) 2015 01:44:00 pm fasting:yes, 3:214mg/dl (B)(6) 2015 02:26:00 pm fasting:yes. Customer states she is not concerned with any with in the meter memory. Customer stated she tested (B)(6) 2015 at 8:00am with a result of 500mg/dl using the true result and 309mg/dl using a one touch meter. Customer does not have date and time set properly on the meter and customer was only able to get 3 results from the meter memory.